Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s system was explanted and replaced. Patient is receiving effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31952. It was reported the patient¿s system is auto-reducing and turning itself off. High impedances were observed on one lead. Patient had an unrelated surgery on (B)(6) 2020. Surgical intervention may take place at a later date.